Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was placed during a stenting procedure, and the suture was then removed with cooper scissors. Subsequently, under the scope image, a tear was found on the loop of the stent. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4). Component (B)(4) relates to device (B)(4) for torn material.